Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, electromagnetic interference (emi) resulting in oversensing and episodes of inappropriate automatic mode switching was noted on the right atrial (ra) lead. The physician recommended strategies to avoid the sources of emi to resolve the event. The patient was in stable condition and will continue to be monitored.